Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was checked in (B)(6) 2010 and the monitoring voltage was 2.88v and the charge time was 8.4 seconds. Now the monitoring voltage was 2.66v and the charge time was 18.9 seconds and the device had declared elective replacement indicator (eri) battery status. The clinician believed eri was reached early.

Manufacturer narrative:
Technical services discussed that this device was not included in the mid life display of replacement indicators advisory population, but appeared to be exhibiting that behavior. No adverse patient effects were reported. The device remains implanted. This report will be updated if additional information is received.

Manufacturer narrative:
The device was later explanted and was replaced with another boston scientific ICD. The explanted device was returned for laboratory analysis. Upon receipt, initial laboratory analysis confirmed that this device did not meet expected longevity predictions as described in device labeling. The device is undergoing detailed laboratory analysis. This report will be updated when analysis is complete.

Event description:
--

Event description:
--